Event description:
It was reported that the patient had begun experiencing presyncopal symptoms in (B)(6) of 2014. Noise was observed on the right ventricular lead at that time. It was noted that the patient has progressive av conduction delay. Device timing settings were reprogrammed. On (B)(6) 2015, after multiple presyncopal episodes, the patient was brought to the emergency room. Noise and an intermittent loss of right ventricular capture were observed. Device reprogramming was performed and capture was obtained. On (B)(6) 2015, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.